Event description:
It was reported that the patients low back pain has been progressively worsening with associated weakness and numbness in lower extremities. The patient underwent an implantable pulse generator (ipg) replacement procedure for magnetic resonance imaging (MRI) purposes as well. No device malfunction was suspected. The patient was doing well postoperatively, and the explanted device was not returned per facility policy.